Event description:
Doctor found the needle bend before use. The needle was not used on a pt.

Manufacturer narrative:
The needle bend was found before use, the needle was not used on the pt. No damage to the pt. Eval summary: inspection of the returned needle and the retained sample - the returned needle was inspected. The needle bend of about five degrees to right direction from the long axis (red dot-line) of the needle was confirmed. No damage was found in needle tip. No abnormality was found in fitting part of the sheath protector. Smoothness of the stylet movement inside the needle was checked and it was in a condition judged as defect.